Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed and pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the atypical pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. The submitted log files contained events from (B)(6) 2025. Low speed and pump stop events were captured on (B)(6) 2025 while the system was connected to the mobile power unit (mpu). The events appeared to resolve when the system was supported by battery power. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist device, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections also address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The IFU and patient handbook instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU outline system controller alarms, as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple pump off, low speed, and low flow alarms upon device interrogation. The patient reported shortness of breath during these events. The patient was admitted on (B)(6) 2025. The patient's weight was stable. Log file review captured 11 pump stops and 20 low speed advisories on (B)(6) 2025. These events appeared to only occur while the ventricular assist device (vad) was connected to the mobile power unit (mpu). X-rays of the driveline were ordered by the inpatient team. The patient was placed on an ungrounded cable and was advised to stay on the ungrounded cable or battery power until further notice. The patient reported no recent trauma to their driveline and no visible damage to the patient's driveline was observed. The patient left the hospital against medical advice before x-rays were taken to continue care at their primary center.